Manufacturer narrative:
Follow up with the patient's glaucoma specialist was performed. The doctor indicated that after speaking with the patient he found the patient was mostly interested in learning if his intraocular lens (iol) was a recalled lens. He did not have any specific issues with cloudiness. The doctor indicated that whatever visual issues his patient is having is due to the progression of his glaucoma. He stated that the next time he sees the patient he will evaluate his iols. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date received by MFR: 05/21/2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report from a consumer, who is a radiologist, who indicates that his left 6.0 diopter monofocal intraocular lens is cloudy and causing problems for him. He related that he has experienced problems with cloudiness since the iol was implanted on (B)(6) 2003. The difficulty affects his ability with fine details and contrast sensitivity. In 2007 he was diagnosed with glaucoma. In follow up, it was learned that in 2009, his symptoms worsened and has central vision loss due to progression of the glaucoma. He related that his fundus examination was cloudy. He had a yag procedure performed on the left eye in 2003 for posterior capsular opacification. A trabeculoplasty is scheduled for an unknown date.